Event description:
A consumer reports that, following intraocular lens implant surgery, they see a constant light flash as if a flashlight was being flashed in front of their eye. They also report that their vision is getting worse. The consumer reports that their implanting surgeon attributes these symptoms to their very large pupil size (7-8 mm). However, the consumer reports their retinal specialist said there was something defective on the lens.